Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus medical systems corp. (Omsc) checked the provided video file. However, omsc could not confirm the falling of the pad. Omsc confirmed from the video that the subject device was activated for a long time and activated without grasping tissue. The subject device was returned to omsc for evaluation. The tissue pad of the device was severely worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a laparoscopic appendectomy, the subject device was used. The tissue pad of the subject device fell inside the patient after 10 minutes of use. The fragment was retrieved. Intraperitoneal irrigation was performed. The intended procedure was completed with another device. There was no patient injury reported. According to the provided file (the video), olympus medical systems corp. (Omsc) found that the tissue pad was severely worn, but could not find the falling of the pad. This is the report regarding the severely worn tissue pad.